Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the patient side manipulator (psm3) was not recognizing an instrument. The psm3 had blue light emitting diode (led), until an engagement failure occurred. The system had a message displayed on the screen to remove the instrument. The technical support engineer (tse) recommended the customer ensure that the instrument carriage was fully seated upward into the load position and arm drape was reseated, but still the issue persisted. The customer stated that they would power cycle the system and redrape the psm3. The procedure was continuing as planned with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the psm1 was working, the sterile adapters and instruments were engaging. The fse installed the sterile adapter on psm3 successfully. However, the instruments would not engage on the psm3. The fse replaced and programmed the patient side manipulator (psm3). The system was tested and verified as ready for use. Isi has received the psm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video of the procedure was provided for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as the system was not online and logs were not available at the time of event. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that psm3 had engagement issue after the start of the procedure. At this time, it is unknown if the customer disabled/abandoned the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis confirmed the broken sa mount pin. The root cause of the issue was related to a component failure.

Event description:
Refer to h10/h11 for follow-up information.